Manufacturer narrative:
(B)(4). The device was evaluated and the increased intra-peritoneal volume event was identified during the review of the event history logs. There was no non-conforming product found during sample analysis that was related to the reported issue. The cause was determined to be a false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:12:54. During night drain cycle one, the patient's ultrafiltration reading was 1853ml, indicating the home patient drained 1853ml more than their maximum programmed fill volume of 2000ml. No further information was available.